Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen via an implantable pump. It was reported that the patient had a face-to-face appointment it was discovered that there was a pump site infection. The pump was explanted and not replaced. On 2025-09-18, e1 document contained no new information.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had several episodes of fluid/puss leaking out the abdominal wound. A seroma was diagnosed. On (B)(6) 2025 blood was taken (" crp 257 mg/l. Wbc 12.1 x109/l. ") and a wound swab was performed (growth of stapylococcus aureus). The patient was admitted to ward, a wound wash out was performed and they were started on i.v. Antibiotics. The patient took seven weeks of antibiotics after removal of pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.